Manufacturer narrative:
The large suturecut needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pediatric mitrofanoff procedure, the large suturecut needle driver instrument snapped inside the patient. A fragment fell inside the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h7, h9, and h11. Device evaluation: the large suturecut needle driver instrument has been returned and the instrument was found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.